Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual evaluation of the adapter led to the finding of two cracked solder joints and a bowed switch. Inconsistent reload recognition can be caused by a malfunctioning switch. The cracked solder joints and bowed switch were concluded to be the most likely root cause of the reported condition. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(6).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the adapter would not recognize the reload. The current status of the patient is good. A new adapter was used to finish the case. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No tissue reinforcement used on it. The device was re-sterilized prior to use through the normal autoclave process .